Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that the proximal portion of the lead has a strange curve and a sound is produced while manipulating. The impedance at implant was less than 200 ohms. A new electrode was implanted. The lead was not implanted. No patient complications have been reported as a result of this event.